Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: there was no evidence of no cartridge detected warning observed in the black box. A load step malfunction was not duplicated during investigation. The force calibration was within specification. The pump was opened and there was no physical damage internally. Unrelated to the original complaint, the battery compartment was cracked and the threads on the battery cap were stripped and unable to secure to the pump. A test cap was able to secure and was used for testing. Also unrelated, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas and alleged a prime issue, that the pump fails to recognize the cartridge. There is no allegation that the issue caused or contributed to an adverse event. This complaint is being reported as the issue was not resolved.